Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed folds/wrinkles on the right eye (od) at 1 day post op exam. The patient's comment was of blurry visual acuity (va) and foreign body sensation (fbs) on right eye. The flap was lifted to resolve the fold/wrinkle on the right eye. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.50 x -.50 x 136; left eye pre-op 20/20 -3.50 x .00 x 90.